Event description:
Had gastric realize band surgery to place band in (B)(6) 2010. Roughly after six months of having the band placed, I started having problems. The entire time I suffered from constant pain, vomiting, and reflux. I had to see my surgeon several times to have the fluid completely removed from my band due to the inability to eat or drink anything. In (B)(6) 2014, the last time he removed all of the fluid, I was sent for testing to see if there was a "slip" of the band. Consequently, there was a slip. I had to have surgery to remove the band or fix it. It wasn't until (B)(6) 2014 that I was able to have surgery for removal. I elected not to fix the slip, rather I chose to remove it due to encountering four years of complications. I elected to convert to rny after the band was removed. Due to problems with taking out the port and my stomach having severe edema, due to the band, the surgeon could not perform rny surgery at the same time. I must add that the entire time I had the band, I basically was anorexic without losing weight. In other words, I wasn't able to consume healthy food without severe pain, followed by vomiting. In fact, at one point I lived on ice cream because I could not eat anything. Even eating ice cream caused me to vomit. With the fluid completely removed, I still suffered from pain and vomiting. The best decision I could have made was to have the band removed. Pain, vomiting, and reflux are obsolete now. It's scary to think of any longterm effects that this weight loss tool could have on me.